Event description:
The reporter stated that the product was leaking however during review of the returned product it was discovered that the tubing was cut. There was no pt treatment or injury associated with this event.